Manufacturer narrative:
Batch review performed on 06 may 2019: lot 174957: (B)(4) items manufactured and released on 16-jan-2018. Expiration date: 2022-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary tka on (B)(6) 2017. She came in due to signs of infection and the pathogen was unknown. The surgeon subsequently revised the femoral component, poly and performed a washout on (B)(6) 2019 and complaint (B)(4) was filed. Presently, two months after primary surgery, the patient came in again due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully.